Event description:
Customer reported blood glucose results of 80 mg/dl and 134 mg/dl, 82 mg/dl and 140 mg/dl, and 80 mg/dl and 144 mg/dl within 10 minutes on the compact system. Customer leaves strips outside original container for more than 3 minutes, which is against manufacturer's labeling and may produce erroneous results. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.